Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and usb cable. There was no reported adverse impact to the customer. New charging supplies were sent to the customer.